Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received, or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that after traveling through the airport, the settings of her interstim device changed, and she couldn't get communication between her patient programmer and the device. Further information is being requested from the hcp.